Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella cp support with an automated impella controller (aic). Persistent suction occurred despite attempts at volume optimization. The suction occurred above p6.

Manufacturer narrative:
B5 updated with additional information. D6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report. H5 and h8 was erroneously entered on the initial manufacturer device report.

Event description:
This suction originated from a patient condition due to volume and not a ln automated impella controller (aic) malfunction.